Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was noise on the rate sense and shock portion of the right ventricular (rv) lead. The impedances and thresholds fluctuate. Isometrics have been performed and they noted that the episodes happen at various times of the day and cannot be reproduced. There are multiple non-sustained ventricular tachycardias (nsvt) in the memory. With this many nsvts it makes it difficult to verify when the issue began. Boston scientific technical services (ts) was contacted and discussed that there is a possibility of a connection issue with the device. The impedances are fluctuating from 850 ohms to 915 ohms. When this lead was implanted the impedances were 895 ohms. It has also been noted that there has been oversensing nearly since this system has been implanted. The lead impedances are fluctuating as high as 1,200 ohms and ranging from 600 ohms. Pacing impedances have recently increased from 915 ohms to 1,207 ohms in the last week, thresholds have also increased to 1.8 volts. Prior to the revision procedure the impedances increased to 1,280 ohms. During the procedure the physician performed a tug test and noted that there was an excessive amount of blood in the rv port of the device. The rv lead was removed and tested on a pacing system analyzer (psa) where the impedances were 800 ohms. The physician opted to implant a new device and leave the rv lead remains in service. Additional information received from the local sales representative states that the pacing impedances have been erratic, sometimes normal and sometimes above limits for normal performance.